Event description:
The customer reported that the device, while being used with a depleted battery, failed to fully charge for defibrillation and displayed the error code 00001 (slow charge). There was no adverse impact the the patient and another device, with a charged battery, was substituted.

Manufacturer narrative:
(B)(4). The customer reported that the device, while being used with a depleted battery, failed to fully charge for defibrillation and displayed the error code 00001 (slow charge). There was no adverse impact the the patient and another device, with a charged battery, was substituted. The customer isolated the cause of this issue to the use of a depleted battery. He said stated that the unit is working fine now after they charged the battery. The battery was charged to resolve this issue. There was no malfunction of the device.